Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device noted distal stent damage. Struts at the distal edge were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The procedure treated the 90% target lesion located in the calcified and moderately tortuous left circumflex artery. A 3.0 x 16 mm promus element stent was advanced for treatment but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned product revealed that there was stent damage.